Manufacturer narrative:
A ge service representative evaluated the system and reseated the boards and connectors. The system operates as intended.

Event description:
It was reported that the left hand screen displayed a communicator error. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.